Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - myofacial pain syndrome. It was reported that a por was seen while patient was checking her neurostimulator (ins). No trauma/falls related to this. It was reported that the patient had recent medical test or emi environmental exposure. The por was successfully cleared, therapy was back on and adequate. Troubleshooting resolved issue. No symptoms reported. No further complications were reported/anticipated.